Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the balloon dilation catheter (bdc) interacted with the patient¿s mildly calcified and moderately tortuous lesions during advancement, resulting in the reported failure to advance. Additionally, it was reported that manipulation of the bdc, outside of the anatomy, resulted in the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery with mild calcification and moderate tortuosity. The 3.75x15mm nc trek balloon dilatation catheter (bdc) was attempted to be advanced to the target lesion; however, resistance was noted with the anatomy and the proximal shaft of the bdc separated in 2 pieces when a small amount of force was applied. The separation occurred outside the patient anatomy; therefore, the bdc was simply removed. Another nc trek bdc was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.